Event description:
It was reported that the patient had undergone an unrelated operation in which electrocautery was used. The implantable cardiac monitor exhibited backup operation. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.